Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to unknown reason. Additional information received stated that the device was explanted due to an infection in the corpora cavernosa.